Event description:
It was reported that during the procedure, this right ventricular (rv) lead experienced helix extension difficulty, dislodgment issues, with no capture found, and also exhibited high capture threshold values. It was also noted that lead conductor fracture was suspected. The helix mechanism could not be retracted, therefore, the lead had to be cut in order to remove it. The lead was replaced with a new one to complete the procedure. No adverse patient effects were reported. This lead is expected for return.

Event description:
It was reported that during the procedure, this right ventricular (rv) lead experienced helix extension difficulty, dislodgment issues, with no capture found, and also exhibited high capture threshold values. It was also noted that lead conductor fracture was suspected. The helix mechanism could not be retracted, therefore, the lead had to be cut in order to remove it. The lead was replaced with a new one to complete the procedure. No adverse patient effects were reported. This lead is expected for return. Additional information: several requests were submitted to obtain product return. No further response was provided and the product has not been received.

Manufacturer narrative:
The device has not been returned for analysis. Despite good faith efforts to obtain product return, objective evidence was not available to determine the root cause of the clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.